Manufacturer narrative:
The insulin pump was received with a flashing white lcd due to cracked lcd controller. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments due to flashing white lcd. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a partial display anomaly. The customer bumped or dropped the insulin pump. The customer stated that the problem still occurred even after a battery change. Customer performed the self-test and it failed due to missing segments. Customer's blood glucose reading was unknown. The customer was advised that the device would be replaced and to return their device for analysis.